Manufacturer narrative:
Device analysis: an allegation of pump malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the activation test. Product analysis confirmed there was a pump malfunction. Visual inspection and functional testing of the ams 700 momentary squeeze (ms) pump confirmed the reported pump malfunction. The pump was functionally tested and failed the activation test. Product analysis therefore confirmed pump malfunction as the probable cause of the event, as pump activation issues can lead to pump malfunction. The product record review confirmed the reported events do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen as the most probable cause, as problems were traced back to pump failures confirmed through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to control pump malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new spectra penile prosthesis (spp) was implanted. The patient was stable following the procedure.

Manufacturer narrative:
Other system components: serial number: n/a. Cylinders: model number/ catalog number: 72404013, serial number: n/a, batch/ lot number: 0175602004, model/ catalog description: cxr 16 cm. Reservoir: model number/ catalog number: 720182-01, serial number: n/a, batch/ lot number: 0178273020, model/ catalog description: reservoir flat 100 ml.

Event description:
It was reported that the patient underwent a revision procedure due to control pump malfunction with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted and a new spectra penile prosthesis (spp) was implanted. The patient was stable following the procedure.